Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the numbers 5 and 6 did not work on the keyboard. A field service engineer (fse) powered off the station, removed the panel, reseated the keyboard cable and cleaned the keyboard, but keys 4 and 5 still did not work. Then, the fse replaced the keyboard, reassembled the station, ran diagnostics, and tested the new keyboard to resolve the issue. The customer verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es keyboard was not working. The customer stated that this malfunction caused a delay in dispensing the medications to the patient, but the user managed to retrieve the medication from another station. There were no adverse events or injuries reported based on this event.